Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bending direction of the electric resection loop was incorrect after the outer packaging was just opened. The issue occurred during preparing of the subject device for a therapeutic ultrasound-guided hysteroscopic resection of residual pregnancy material procedure. As reported, normally, the loop was bent outward at a 90 degree angle to the long sheath, but the bending direction of this loop was reversed. After discovering the error, a new electrode was promptly replaced and the surgery began without causing any damage to the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, and because the device was not returned for evaluation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.